Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd alaris¿ lvp 20d dehp 3ss cv the components had separated. The following information was provided by the initial reporter: it was reported by the customer that the tubing was broken in the package.

Event description:
It was reported while using bd alaris¿ lvp 20d dehp 3ss cv the components had separated. The following information was provided by the initial reporter: it was reported by the customer that the tubing was broken in the package.

Manufacturer narrative:
H6: investigation summary the customer reported a separation and returned pictures of one unused sample of material 2426-0500. The sample was separated at the outlet of a smart site and the complaint is verified. The physical sample was not returned and the root cause is unknown without a sample investigation. A device history record review for model 2426-0500 lot number 22013421 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 28jan2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.